Event description:
It was reported that a leakage was detected on the de-airing valve of oxygenator during priming. Later a hairline crack was observed on the area. The failure found before use and no harm to any person was reported however as the reported failure could be also occurred during treatment and that cause a blood leakage, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.